Event description:
Based on additional follow up information, it was confirmed via x-ray that the lv lead was dislodged. The lead was explanted and replaced to resolve the event.

Event description:
During an in clinic follow-up, loss of capture was noted on the left ventricular (lv) lead. No intervention has been performed at this time. The patient was stable.